Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was inconclusive due to the nature of the returned sample. The product returned for evaluation was one photograph depicting a portion of 4fr groshong catheter. The returned photograph depicted an assembled two-piece connector with a portion of blue groshong catheter extending from the distal connector segment. A red circle had been superimposed over the photograph, circling the catheter near the connector. No damage or defect was discernible in the returned photograph. Consequently this complaint is inconclusive at this time. A lot history review (lhr) of reap1678 showed one other similar product complaint(s) from this lot number. Both complaints for this lot number (reap1678) have been reported from the same facility.

Event description:
It was reported that on (B)(6) 2017 the PICC was 'broken' in the blue catheter, a few centimetres away from the extension leg. There was no reported patient injury.